Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that during a lead revision procedure for the right atrial (ra) lead, upon pocket opening the physician noted the insulation on the right ventricular (rv) lead was beginning to show integrity issues. It was noted that no measurement or noise observations were noted with the lead prior to the procedure, however the physician was concerned with future issues. Subsequently he decided to replace the lead during the procedure. The physician experienced difficultly extracting the rv lead and while pulling on the lead, the insulation pulled apart. The rv lead was successfully explanted and replaced. No additional adverse patient effects were reported.